Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the pump was unable to go above p2 without suction and flows were lower than expected at 1.8 l/min. An attempt was made to escalate the patient to an impella 5.0, however the 5.0 would not cross, and the insertion was aborted. The impella cp remained implanted, and was repositioned after the 5.0 attempt to resolve the flow issues. The patient remained on impella cp support until there was no longer a need for mechanical support, and was successfully weaned and explanted.